Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and epicardial lead system experienced oversensing. The patient also has an implantable pulse generator (ipg). At this time it's not known if the oversensing is attributed to either the two rate sensing leads (manufactured by possis), the ipg or ICD. The physician has elected to leave the system as is and re-evaluate in the future if the patient receives additional questionable therapy. ICD implanted: 04/19/95 (implanted 16 months)